Manufacturer narrative:
An internal investigation was performed for a customer from (B)(6) reporting false positive cefoxitin screen results when testing staphylococcus aureus quality control strain atcc 29213 on two lots of vitek® 2 ast-p626 test kit (lot 5360772103 and 5360723103) with vt2 software version 8.01. The customer was unable to submit the strain for evaluation. Internal s. Aureus atcc 29213 qc strains were subcultured to tsab sheep blood agar plates. Testing included ast-p626 cards from customer lots 5360662103 and 5360723103 as well as random lot 5360837203, in duplicate. All six cards tested gave the expected negative cefoxitin screen result. The customer's false positive cefoxitin screen results were not reproduced internally and cards are performing as intended. A search was performed for all complaints against ast-gp626 card lot 5360772103 and 5360723103, with no indication of a trend.

Event description:
A customer from (B)(6) notified biomérieux of obtaining false positive cefoxitin screen results when testing a staphylococcus aureus quality control strain ((B)(6)) with the vitek® 2 ast-p626 test kit (lot 5360723103), software version v8.01. The customer reported seeing the same discrepancy when testing clinical isolates, but no reports from clinical tests were provided. There is no patient associated with this quality control strain, so there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.